Manufacturer narrative:
(B)(4). Results: (cva/stroke). Conclusion: no conclusion can be drawn.

Event description:
The patient had one endeavor sprint otw stent implanted on the day of the index procedure in the mid rca. A staged procedure was also performed in the mid lcx and the patient had another endeavor sprint otw implanted. It was reported that approximately one month after the index procedure, the patient suffered from cardiac arrhythmia and sick sinus syndrome and had a loop recorder inserted due to systematic cardiac arrhythmias. It was stated that the event had a remote relationship to the study device/drug/procedure. Six months from the index procedure, the patient had an episode of left sided weakness and difficulty with speech. CT scan of head showed no acute findings. Patient states symptoms improved quickly and were completely resolved. Reference MFR report number 9612164-2011-00687.